Event description:
The pt fell. Afterward he experienced a loss of therapeutic effect. He felt stimulation in his legs, but not his back. The pt was seen by his physician. An x-ray showed the lead had moved to the left of the spine. The physician was still satisfied with its placement. Reprogramming did not resolve the issue. The pt desired device revision. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).